Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant by, the cartridge was malformed, so he needed to reinforce it. This is unclear. Was the cartridge malformed? Yes. Was the cartridge able to be loaded into the device? Yes. Was the cartridge used? Yes. Did the device staple? Yes. If the device stapled, was the staple line complete? No. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Some of b and irregular, mixed. Did the device cut? Yes. If the device cut, was the cut line complete? Yes.

Event description:
It was reported that during a right hemicolectomy procedure, on the colon resection, he tried to fire, but the cartridge was malformed, so he needed to reinforce it. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53w5. The analysis results found that the tcr75 cartridge was received in good visual conditions and with no instrument. The reload was received with the 2 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The cartridge was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.